Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm no tip (enc402300/ 7591270) was used during a ¿vascular stent placement¿ procedure for a ¿vessel dissection¿, when the treating physician reported stent ¿incomplete expansion¿ which required the additional surgical intervention of placing a second stent. The event is further described, ¿enterprise2 23 mm was placed in the blood vessel in photo 1 to treat vessel dissection, because the proximal marker was not opened, the doctor then placed another 16mm enterprise 2, as shown in photo 2¿. No further information is available at this time. Additional information was received on 08-aug-2023. Summary of the information received: the additional information was received from a sales representative. The information indicates the date of the procedure was (B)(6) 2023. The user of the enterprise2 4mmx23mm no tip (enc402300/ 7591270) cannot be sure if the temperature indicator label on the inner pouch been checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. Regarding whether there were any vessel or aneurysm factors that may have contributed to the incomplete expansion (i.e., tortuosity, calcification, vasospasm), it was noted the ¿patient's vessel was not in good condition so surgery estimated that two enterprise ii might be used during surgery¿. The blood flow was not restricted. The event did not delay the procedure. A medical imaging review by cerenovus sr. Medical affairs director. The assessment reads as follows: ¿the description of the case and complaint are clear. The [healthcare provider] hcp does not mention whether attempts were made to open the first stent by microcatheter advancement and microwire manipulation before placing the second stent. The images show the proximal markers of the first stent to be near each other, which can be interpreted as non-opening. Non-opening can have multiple causes including but not limited to vasospasm (a temporary condition), placement of a stent at a vessel angle (this condition is not discernible on the images provided) or clotting at the markers. The fact that the second stent opens the struts of the first stent makes clotting at the markers unlikely. Both stents seem to be opened correctly on the final image¿.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. A medical imaging review by cerenovus sr. Medical affairs director, dr. (B)(6) (neurointerventionalist) was done on (B)(6) 2023 and was received on (B)(6) 2023. The assessment reads as follows: ¿the description of the case and complaint are clear. The [healthcare provider] hcp does not mention whether attempts were made to open the first stent by microcatheter advancement and microwire manipulation before placing the second stent. The images show the proximal markers of the first stent to be near each other, which can be interpreted as non-opening. Non-opening can have multiple causes including but not limited to vasospasm (a temporary condition), placement of a stent at a vessel angle (this condition is not discernible on the images provided) or clotting at the markers. The fact that the second stent opens the struts of the first stent makes clotting at the markers unlikely. Both stents seem to be opened correctly on the final image¿. The device remains implanted; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The incomplete expansion of the enterprise2 stent could potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. Since the reported incomplete stent expansion required the additional intervention of placing a second stent device to conclude the procedure, the event does meet us FDA reporting criteria under 21 cfr 803. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.